Event description:
During the procedure to treat the hepatic artery, the pushable coil became stuck within the microcatheter. There were five coils in total and only one met resistance during insertion through the microcatheter. Consequently, the microcatheter and the coil had to be removed, losing target site position, and subsequently, microcatheter catheter was exchanged for a new one. There were no adverse effects to the pt. Additional info confirmed that there was no kinking of the microcatheter, and the pushable coil was inspected prior to use with no observed anomalies. However, there was no info if there was a continuous flush solution maintained through the microcatheter.

Manufacturer narrative:
The prouct is not available for evaluation and testing.